Manufacturer narrative:
Additional information was received that following deployment of a transcatheter bioprosthetic valve, tension in the delivery catheter system (dcs) caused it to move into the ascending aorta. When the dcs was in the aortic arch, an attempt was made to recapture the nose cone and remove the dcs from the patient. It was at this time that the nose cone separated. All previously reported details are accurate. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs) from the patient, the nose cone separated from the dcs, but remained on the non-medtronic stiff guidewire. A snare (lasso) was used to remove the nose cone through the introducer sheath. It was reported that no difficulties were experienced when loading the valve. Only the catheter will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based upon the reported information, it could not be determined whether the capsule was closed completely over the nose cone. The corevalve instructions for use (IFU) instructs the user to close the capsule prior to dcs removal. The closed capsule provides support to the plunger tip and provides a smooth exit to prevent the tip from catching on the hemostatic valve or the patient's anatomy. If the capsule is not closed completely during the delivery catheter system (dcs) removal, it leaves the plunger tip unsupported, with the potential to get caught, which may have occurred in this case. Without the return of the product or cine images, no definitive conclusion can be made regarding the clinical observation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product has not been returned for analysis, however, the return is anticipated. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).